Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1009983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1009983, test base part number 190-430 / lot: 1009983. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009983 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as logfiles were not provided, however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a false positive. This report is a duplicate report for false positives that are already covered in MFR reference report : 1221359-2021-00986.

Manufacturer narrative:
Reference reports: 1221359-2021-01227, 1221359-2021-01229, 1221359-2021-01230, 1221359-2021-01231. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This report addresses event two (2) of five (5). The customer reported one (1) false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested throat and nasal puritan "sterile foam tipped applicator" ref 25-1506 1pf 100 swabs. It is unknown if repeat testing was performed. Confirmation testing was performed on nasal and throat samples with pcr generated negative results; CT values not provided. No additional patient information, including treatment and outcome, was provided.